Manufacturer narrative:
(B)(4).

Event description:
It was reported after the cvc was put into place it was not possible to flush the proximal lumen of the cvc. No patient harm was reported. A new cvc was placed. The patient "is fine".

Event description:
It was reported after the cvc was put into place it was not possible to flush the proximal lumen of the cvc. No patient harm was reported. A new cvc was placed. The patient "is fine".

Manufacturer narrative:
Qn#(B)(4). The report of a blocked extension line was not able to be confirmed by complaint investigation. The sample met all relevant visual, dimensional, and functional requirements, and a device history record review did not reveal any relevant findings. Each extension line flushed as expected during lab testing of the returned device. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported after the cvc was put into place it was not possible to flush the proximal lumen of the cvc. No patient harm was reported. A new cvc was placed. The patient "is fine".